Manufacturer narrative:
(B)(4) . The insulin pump had a blank display due to a missing battery tube spring. Analysis was unable to perform the idle current test, the run current test, the self test, the off no power test, the unexpected restart error test, the basic occlusion test, the occlusion test, the prime test, the excessive no delivery test, and the displacement test due to the blank display. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, and a corroded battery tube.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. The battery spring is broken. The insulin pump will be replaced. The insulin pump will be returned for analysis.